Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to the talus is causing the patient a lot of pain and appears to be loosening.

Manufacturer narrative:
The complaint couldn't be confirmed, since the returned image for evaluation don't matches the alleged failure. Upon further investigation of the CT scans by healthcare professionals the following was observed: there is no clear loosening visible for both the tibia and the talus. The talus, however, seems to be lateralized and have a conflict with the fibula. The medial part looks a little distanced from the medial malleolus. It could be that there is loosening (although not be visible in the CT scan) and that led to the problem. A comparison with pre-existing x-ray or CT scan would be necessary to prove this. I would assume, that the problem is related to both the patient and poor bone substance, but also to a lateral positioning of the implant and therefore a treatment related issue. Failure of total ankle replacement tar over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided, because key clinical information e.g., clinical status, exact symptoms, and range of motion of the patient, assessment of the treating physician is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, we are unable in such cases to provide statements about the patient, the procedure and or the device in relation to cause of the failure. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Although the issue is most likely related to patient condition or treatment, the root cause could not be conclusively determined. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to the talus is causing the patient a lot of pain and appears to be loosening.